Manufacturer narrative:
Initial reporter address: (B)(6); reported here as the first name exceeded character limit for the designated field. Mdrf impact code f1001 captures the reportable event of procedure cancelled or rescheduled.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two flexima biliary stents were to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the first stent (subject of this report) does not allow the stent to be released. The physician then removed the first stent and attempted to implant a second stent (subject of the report 3005099803-2025-02026) but the issue occurred again, the stent was not released. Both stents were removed, and the procedure was not completed as the physician decided then to suspend the procedure for prolonged surgical time. There was no patient complications reported as a result of this event.